Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of tricep repair of the right elbow performed on (B)(6) 2018 using healix advance br with orthocord, the patient had a revision surgery on (B)(6) 2018 due to olecranon bursal infection. According to the report, the tricep revision repair included incision and drainage, bursectomy, foreign body removal, and penrose drain application. The current status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4) the lot number was unknown. Therefore, the expiration date and manufacture date were unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of tricep repair of the right elbow performed on on (B)(6) 2018 using healix advance br with orthocord, the patient had a revision surgery on(B)(6) 2018 that included incision and drainage, bursectomy, foreign body removal , and penrose drain application due to olecranon bursal infection and abnormal postop edema/effusion or prolonged edema/effusion on (B)(6) 2018. The current status of the patient was unknown. No additional information was provided.